Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. Patient stated that they were referred to a dexcom patient care specialist. It was undetermined if the referral was directed from a dexcom employee or a doctor. No additional event or patient information was provided.